Event description:
This report is being filed after the subsequent review of the following journal article: ¿removal of broken screws using a hollow rubber tube (nelaton catheter)¿ (2010). Kasuhiro, m.,et al. (2010) british journal of oral and maxillofacial surgery (2010; 49: 672-673). This is a case study involving a man who fractured his mandible in a road traffic crash. The mandible was reduced and fixed using a lock plate with 4 screws (compact lock mandible, synthes, (B)(4)), one of which was 11 mm long and three screws which were 13 mm long. Eight months after fixation, the plate was removed. Two of the 13 mm screws fractured at their necks. The fractured screws were removed using a nelaton catheter. This is report 1 of 1 for (B)(4). This report is for two unknown 13 mm cmf screws.

Manufacturer narrative:
Device used for treatment, not diagnosis. Add literature citation: removal of broken screws using a hollow rubber tube (nelaton catheter, british journal of oral and maxillofacial surgery (2010; 49: 672-673). This report is for two unknown 13 mm screws/unknown lots. Without a lot number the device history records review could not be completed. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow up medwatch will be filed as appropriate.